Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that during a knee procedure, the tibial insert would not seat in the tibial tray. Upon extraction, it was discovered that there some peeling on the dove tail of the plastic. A different tibial insert was used to complete the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the tibial insert began to delaminate upon being placed into the tibial tray. A different tibial insert was used to complete the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the provided pictures identified an articular surface. The lot number cannot be confirmed, the pictures appear blurred, so no sign of flakiness/ wear can be confirmed from the pictures provided. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.